Manufacturer narrative:
The previous MDR initial was issued without the PMA/510(k)#. This MDR follow-up report is being issued with the PMA/510(k)# included. Additionally, upon completion of the manufacturer's investigation it was determined that the issue of the brakes unable to remain engaged was reported in error. The actual issue was that the steer function could not be engaged. This issue is not likely to result in serious injury or death because the unit would still be mobile without the steer function and steer is a customer preference.

Event description:
It was reported via repair work order that the head end brakes could not be set. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end brakes could not be set. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.